Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Review of the device logs confirmed a single occurrence of system fault sf131 which self cleared. Performance testing was not able to reproduce the device fault. The evaluation determined that the system fault was most likely due to an obstruction in the patient circuit. The device was serviced and returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf131) indicating a blower temperature monitoring failure. There was no patient injury reported as a result of this incident.